Event description:
Pt was having a cesarean section and received a deep tissue burn on her left thigh. The burn site was different from the return electrode site. Active electrode cable was pinched with a towel clamp when holster was attached to the surgical drape.